Event description:
During the coil embolization of a right middle cerebral artery (mca) aneurysm, some thrombus formation was noted on angiography following the placement of each coil. After the occlusion of the aneurysm, the microcatheter was withdrawn and the thrombus continued to extend into the posterior division of the mca. Therefore, the vessel was catheterized and 3ml of integrelin administered for thrombolysis. After the infusion there was a prompt restoration of normal flow and no residual thrombus was identified. The pt was recovered without complication and left on a heparin drip overnight. The following morning, the pt was kept on bed rest due to complaints of transient chest pain but a cardiac examination found to anomalies. The pt was neurologically intact. The pt hospital course was complicated by a gram-positive cocci infection, this is not alleged to be related to the devices or the procedure that was treated with antibiotics. The pt was discharged home three days post procedure, with no consequences due to the thrombus.